Event description:
Catheter was placed in 2004 for infusion of tpn & lipids. During the late evening the pt had a chest and abdominal xray which showed pneumothorax. 5cc of yellowish fluid was withdrawn along with 12cc of air.